Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine visit. Upon review, the atrial lead exhibited noise that was not reproducible. The patient was stable with no complaints. The physician planned to monitor the issue.